Event description:
The customer reported to olympus theendoeye flex 3d deflectable videoscope had an image problem during preparation for use. It was reported the patient was not under anesthesia, therefore, there was no patient involvement nor medical intervention.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when the b30 scope communication error occurred during evaluation due to a damaged charged coupled device. Additionally, the evaluation found the light guide tube and video cable were scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A service history review revealed the device was not repaired in the past year. Based on the results of the investigation it is likely the image sensor unit was damaged by physical stress while the user was handling the subject device. As a result, the suggested event occurred. However, a definitive cause for the reported event could not be determined. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ·do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.